Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for additional microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel, the auxiliary water channel, and the distal end of the device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological culturing testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for escherichia coli(200cfu/ml) and citrobacter freundii(300cfu/ml). The device had been manually reprocessed using a detergent (mediclean forte concentration of 1%, dr. (B)(6)), disinfectant (gigasept pearls concentration of 2% schulke & mayr) and non ¿olympus channel cleaning brush (endoflex) for the instrument channel. The user facility reported that they did not flush the channels with the disinfectant and alcohol during the reprocessing. There was no report of patient infection associated with this report.